Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-22400. Related manufacturer report number: 2017865-2021-22401. Related manufacturer report number: 2017865-2021-22402. It was reported that the patient experienced a pocket infection and presented in clinic. The pocket had opened slightly; it appeared raw, but the implantable cardioverter defibrillator was not visible. The system was explanted. The patient was in stable condition.